Event description:
Boston scientific received information that the patient implanted with this device underwent a lithotripsy procedure due to kidney stones. During the procedure, tachy therapy was temporarily suspended with the use of a magnet. This device was interrogated after the procedure was completed and a yellow warning screen was displayed on the programmer, indicating the presence of a magnet despite the magnet having been removed. Technical services (ts) discussed that an internal magnet switch within the device may have become stuck in the closed position. Ts suggested programming the enable magnet use function off to ensure tachycardia therapy was available and then perform a manual capacitor reformation to ensure the device can charge and deliver therapy. This was successfully completed. Ts also recommended the device memory be saved to a disk and returned for engineering analysis.

Manufacturer narrative:
Analysis of the device's memory confirmed an internal magnetic switch was stuck in the closed position. The enable magnet use feature had been programmed off. Critical therapy remains available; however, the closed switch may slightly reduce the device's longevity.